Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported the bolus wizard was not giving the customer their correction. The customer stated the insulin pump would only deliver insulin for their food. Customer's blood glucose was 378 mg/dl. Troubleshooting found the customer's food and correction bolus was incorrect. It was also found the customer's bolus estimate was not adjusted in their bolus history. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.